Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date and name of index surgical procedure? The diagnosis and indication for the index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? What tissue dehisced? Please describe the appearance of the suture during the second procedure. Were there any patient stress factors that precipitated the event of suture dissolving prematurely? Onset date/time of dehiscence? (# post op days) how was the dehiscence managed? Please describe any surgical intervention required for the wound dehiscence including date and findings. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Will product be returned? If so, please provide the return date and tracking information. Surgeon¿s name?

Event description:
It was reported a patient underwent an unknown procedure on an unknown date and suture was used. During procedure, the facility has had issues with patients wounds opening with the sutures dissolving prematurely. Additional information has been requested.

Manufacturer narrative:
Additional information: h6 component code: g07002 - device not returned additional information provided: the customer states the lot numbers that they have on hand that the patients have experienced. They have four boxes total that they were working from for these two lots that they have tracked this issue with their patients. Unknown if the devices were available for return. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. - it was reported that "... The facility has had issues with patients wounds opening with the sutures dissolving prematurely..." Please provide additional details about the sutures dissolving prematurely. - please provide the exact number of patient events. - have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If not, please create a new pc file for every event. - was there any adverse patient consequence(s) or subsequent medical/surgical intervention? If yes, provide details for each patient event. - when did the reported event happened (pre-op, intra-op, post-op)? Please describe for each patient event. - please confirm the quantity of devices involved from lot 101jdl - please confirm the quantity of devices involved from lot 100el9 - please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep) for each patient event. - please confirm if the device(s) are available for product return: if yes, *please confirm the number of devices being returned for each patient event. *please provide the status of the device(s) as it has not been received for analysis. If the device has been shipped, please provide the shipment tracking details for each patient event. The single complaint was reported with multiple events. There are no additional details regarding the additional events. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.